Manufacturer narrative:
No device will be returned per the customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an infusion complete alarm during a propofol infusion when there was an unspecified amount of medication left in the bottle and a screen that read "the current infusion has completed." The infusion was reprogrammed in order to complete the bottle and there was no patient harm.